Manufacturer narrative:
Additional information added to h6 and h10. H10: the device was serviced on site by a qualified technician. The reported problem of broken wheel was confirmed and the wheel was replaced on site.the cause of the broken wheel could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that before using a prismaflex machine the wheels were found damaged. To resolve the issue, the qualified technician replaced the wheel. There was no patient involvement. No additional information is available.